Event description:
It was reported that the pump failed the downstream test. Per reporter, there was no physical damage reported and there was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was found to have a downstream occlusion (dso) seal that was lifting. The expulsor valves were seen to not be meeting the required specification. The most likely/suspected cause of the customer reported problem was the expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the expulsor to correct the problem, and the pump passed all functional tests and performed as intended.